Manufacturer narrative:
(B)(4).

Event description:
Procedure type: nephrectomy. Unk space maker trocar. The rep could not identify the product ID because it was already in the biohazard bag. The white tab was up and it fell apart. No injury to the pt no bleeding. No extension in operating room time. Nothing fell into the pt cavity. The rep who is normally a hernia specialist assumes that they could not advance the collar and could not get proper insufflation.